Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tubes k2e 15.8 mg, 1 tube contained foreign matter in the gel. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation, which show brown streaks in the sidewall and bottom of the tube, identified as embedded foreign material (fm). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter-unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tubes k2e 15.8 mg, 1 tube contained foreign matter in the gel. There was no health impact or consequences reported.